Manufacturer narrative:
A field service engineer from quest medical will travel to the facility to evaluate the device and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the vent valve was intermittently popping. There were no reported patient complications.

Manufacturer narrative:
The device was evaluated and the reported complaint condition could not be duplicated. The fluid level sensor was however found to be defective and was replaced. Following replacement of the fluid level sensor, the console was tested and no further errors were seen. Raised edges on the sensor is suspected to be the root cause of this defect. Quest medical has implemented a corrective action for the root cause by revising the component drawing to include notes to prevent the issue of raised edges. Quest medical will continue to monitor complaint trends.